Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.